Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the right ventricular (rv) lead had an increase and an out-of-range rv coil impedance spike. The lead also exhibited noise and oversensing on the pace/sense portion of the lead. A possible lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical product: 5076-45 lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a svc (superior vena cava) alert had triggered for high impedance on right ventricular (rv) lead. It was noted that review of the svc impedance trends indicated that the impedance for the svc coil has been fluctuation. The svc coil was programmed off. The rv defib coil and the pace/sense portions of the rv lead remain in use. No patient complications have been reported as a result of this event.